Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator. The device binned a supraventricular tachycardia rhythm as ventricular tachycardia (vt) due to the morphology discriminator diagnosing the rhythm as vt. Reprogramming was discussed but did not occur. The patient was in stable condition.